Event description:
Reportedly, the surgical wounds were closed with the suture without incident. During a follow-up exam on the 3rd day post procedure the wound was observed as open and had dehiscence. That day the pt was brought back to o.r. For debridement and reclosure of the wound. The facility reports the suture knots were still intact but the suture was broken on the fascia. The surgeon found knots were intact but the suture broke on the fascia. Pt status is o.k. This incident was reevaluated after the original reportability date and it was determined an individual report should be filed.